Event description:
Initial report: this non-serious case was received from a physician in 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a female pt who developed nodules after being treated with poly-l-lactic acid (sculptra) therapy. No treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Action take: not applicable. Corrective treatment: unk. Outcome: unk. A ptc (pharmaceutical technical complaint) was initiated: